Event description:
The customer reported negatively biased qc results and analyzer condition codes using vitros glu dt slides on a vitros dt60 ii chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not process pt samples while qc results were unacceptable. There was no report of pt harm as a result of this event. (B)(4). .

Manufacturer narrative:
The investigation found no evidence that the vitros dt 60 ii and vitros dt glu dt slides did not perform as expected. Acceptable vitros glu dt qc results were obtained following re-calibration. The dt60 analyzer code is consistent with a user-induced slide tracking error; however, this could not be confirmed. The root cause for the negatively biased vitros glu dt results could not be determined; however, a user protocol error or user-induced slide tracking error could not be ruled out. The root cause of this event is unk.